Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a descending thoracic aorta using two gore® tag® thoracic endoprostheses (tgt4015/8257347, proximally, tgt4020/8116329, distally). The preoperative aneurysm diameter measured 67 mm. On (B)(6) 2011, follow-up images showed a distal type I endoleak. The aneurysm diameter measured 73 mm. The reason for the endoleak is unknown. On (B)(6) 2012, a gore® tag® thoracic endoprosthesis (tgt4020/9537366) was implanted to repair the type I endoleak. On (B)(6) 2012, follow-up images showed the distal type I endoleak remained. On (B)(6) 2012, another gore® tag® thoracic endoprosthesis (item and lot serial numbers are unknown) was implanted to treat the distal type I endoleak. On (B)(6) 2013, the resolution of the type I endoleak was confirmed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.